Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported that the patient underwent a ventral hernia repair surgery on (B)(6) 2012 and mesh was implanted. Additional information was provided that the patient underwent aspiration of a seroma on (B)(6) 2012. It was reported the patient underwent ventral hernia repair and diastasis recti procedure on (B)(6) 2013. No additional information is provided.

Manufacturer narrative:
(B)(4). It was reported that the patient experienced hernia following the procedure. No additional information was provided.